Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to. Additionally, device evaluation found that the unit failed water leak test. Based on the results of the investigation, the most probable cause of the complaint is physical damaged of coupler. The most probable cause of the additional finding is a crack in the video connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screws and springs had popped off while using the camera head. The issue occurred during preparation for use and there were no reports of patient harm.